Event description:
It was reported that the right ventricular lead was replaced due to high pacing threshold. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: (B)(4) lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); 5076 implantable pacing lead 2001 (B)(6). (B)(4).